Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The investigation can not be conducted because the sensor RMA was not returned. The transmitter component was returned in error; the transmitter can not be investigated for sensor inaccuracy.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user reported of inaccurate sensor readings resulting in an sensor removal.